Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Testing of the returned unit confirmed the reported issue of the alarm not sending a signal to the nurse call station due to a detached q1 (transistor). The back end of the nurse call receptacle has been lifted as it was pried off with a nurse call header causing the q1 to be detached from the pcba. The q1 with dried glue pieces were loose inside causing a rattling sound when the unit was shaken. The most likely cause of this deficiency is that the nurse call cable was being stretched such as being caught with a bed mechanism or heavy diagnostic tool while it was inserted into the nurse call receptacle causing the q1 to be detached from the pcba leading the unit for not sending a signal to alert the nurse call station. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states that when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4).

Event description:
Customer states the alarm was hooked up properly to the nurse call system and would not alert the rn's station. They tried another 8645 and that alarm worked just fine.

Manufacturer narrative:
Without the return of the device, the reported issue could not be confirmed and without the device lot information, the release documentation could not be reviewed. Therefore, this report is based solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including faulty or damaged components. Many of the problems are either damage to the nurse call receptacle and faulty nurse call relay. Damage can cause the pins inside the nurse call receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the nurse call cable to not have a secure fit in the receptacle, which can allow movement to affect function. Other causes, such as corrosion and moisture damage, are also a possibility. At this, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4). H3 other text : product not returned.